Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 5.5 years post initial procedure and during routine follow-up, a component separation was detected with a type iii endoleak (characterized as a type iiia). The physician elected to treat the patient by successfully implanting two (2) infrarenal afx devices on (B)(6) 2019. There have been no additional patient sequelae reported.

Event description:
Additional information received per clinical assessment refuting the reported type iiia endoleak with component separation and rather, a type iiib endoleak of the proximal extension was confirmed present at the time of the reported event.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: the reported type iiia endoleak is refuted, rather there was a type iiib endoleak of the proximal extension. The event is most likely device-related due to the use of strata material. Procedure-related harms for this event could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.